Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4),description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was having pain at the implant site. The patient was administered a shot and medication but was still in pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure at this time.

Event description:
A report was received that the patient was having pain at the implant site. The patient was administered a shot and medication but was still in pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain at the implant site. The patient was administered a shot and medication but was still in pain. The patient will undergo an explant procedure.